Event description:
The consumer called into customer care concerned about discrepant blood glucose readings today. It was reported to nova biomedical that a consumer received a result of 191 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 230 mg/dl and 49 mg/dl. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. An additional control solution test was performed while troubleshooting showing the test strips to fall in range again. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214149. Expiration date: 5/2016. Control solution lot #: 1030113086 range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.